Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 202mg/dl. Multiple supply changes were performed and the occlusion alarms continued. Reportedly, the customer wears the pump against their skin and the occlusion alarms had occurred while there was an abrupt temperature change to the pump. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as the customer did not want to waste any insulin.